Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the door failed. A field service engineer cleaned micro switches and applied grease to solve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system drawer faied to open.the customer reported that users were unable to remove medications from the drawer.there were no adverse events or injuries reported based on this incident.